Event description:
End user's spouse reported that the commode opening on the r116 sling for an unknown model patent lift is causing major bedsores on his wife. Spouse states that the band that reinforces the opening is rubbing her skin, states the material rolls when he is using the sling.